Event description:
Related manufacturer reference number: 2017865-2023-18844. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular had inappropriately delivered therapy and the left ventricular lead exhibited loss of capture and high impedance. The device reverted to high output mode. The patient presented to the hospital, and it was discovered that the rv and lv lead had dislodged. The device was turned off and the patient was scheduled for lead revision. Both leads were explanted, and a new rv lead was implanted. The physician attempted to implant a new lv lead but was unable to cannulate a vein and thought the patient would do better with an epicardial lead based off of anatomical positions of patient¿s veins. The patient was successfully implanted with an epicardial lv lead the next day. The patient was in stable condition post- procedures.